Event description:
During a rectocele procedure, the device did not cut, and the blade detached itself from the rest of the device. Moreover, the device did not attach all the clips. There was no pt consequence.